Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that, 20 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type iii.

Manufacturer narrative:
The product and the warranty form were received in manufacturer with new information about the case. A follow-up report is being sent with the new evaluation of the complaint. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that, 20 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type iii.